Event description:
Battery back up of oscillator ventilator did not activate during a planned generator check. All high frequency oscillator ventilators have external ups -uninterrupted power supply-. The ups failed. The pt required / rec'd aggressive bag ventilation.